Event description:
The pt had fallen more than 80 times since implant. His last fall was the last weekend of (B)(6) 2010; the pt fell out of a golf cart. Since then, twice he experienced a sensation across his face when he turned his device on that was similar to the sensation that he felt when his device was being programmed. He turned the device on because his tremors were returning on one side. The pt had an appointment scheduled with his physician in a few weeks. It was noted that the pt's therapy was working as intended. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).